Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8115566. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. During the evaluation of the submitted device our quality engineers identified characteristics in the damaged sections of the device that are consistent with the application of a large pulling force that separated the tubing from the adapter during use. Conclusion: based on the investigation conclusion the condition reported by the customer is confirmed. However, the reported failure mode is not related with our process. Therefore the root cause cannot be determined.

Event description:
It was reported that the bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore experienced leakage during use. The following information was provided by the initial reporter: it's noticed that the extension tubing broken after 1 day use. The second day of use of the infusion connector, found the extension tube clamped.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore experienced leakage during use. The following information was provided by the initial reporter: it's noticed that the extension tubing broken after 1 day use. The second day of use of the infusion connector, found the extension tube clamped.